Event description:
A surgeon reported experiencing a dull knife during a procedure. There was no pt injury reported. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer could not be determined. However, it is unlikely that damage occurred during the manufacturing process. (B)(4).